Event description:
Additional information was provided that the oversensing also had resulted in inappropriate anti-tachycardia pacing (atp) and pacing inhibition. A revision procedure was later performed. During the procedure a loose device header was found. The device was therefore explanted and replaced, and this lead remains in service with the new device without further issue. No adverse patient effects were reported.

Event description:
Additional information was provided that noise and oversensing were noted on the rv channel and there was noise on the shock channel as well. The patient's device was implanted subpectorally and there was concern of a device header issue. It was noted that a revision procedure would be performed in the near future. Programming changes had been made until the revision procedure could be performed. No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range rv impedances. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.